Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the coring knife that was in the implanting kit was dull and unable to cut through the left ventricle (lv) apex during implant. The doctor tried multiple times, but ultimately the coring knife was exchanged for one on the shelf.

Manufacturer narrative:
Section d9 correction. Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), could not confirm the reported event. A specific cause for the reported event could not be conclusively determined through this evaluation. The coring knife, serial number (B)(6), was returned with the handle, protective cap, and plastic plug. The coring knife was in used condition with dried blood observed on the external surfaces of the knife body as well as the blade edge. Dried blood was also observed on the handle, protective cap, and plastic plug. Initial visual inspection of the blade did not reveal any obvious damage or irregularities. Microscopic inspection of the knife revealed no major imperfections. A cut test was performed using the returned coring knife and a sheet of polyurethane foam. The knife cut completely through the material without issue and functioned as intended. Review of manufacturing documentation found no deviations from manufacturing or quality specifications. In addition, a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU lists the apical coring knife as an optional component for device implantation in the introduction section. Section 5 of the IFU, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.